Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pharmacist stated they had issues with a pump where the patient was supposed to have an infusion over 5 days and when the patient got back to the clinic the pump said that it was empty, the bag was full but the clamps had been closed the entire time on the patient's tubing. The pharmacist stated that there was air in the line in some parts and crystalized medication in others. No patient injury. No additional information.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to user interface, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.